Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the surgeon noticed a fiber in the patients eye. It was removed during the initial surgery. There was no patient impact.